Event description:
It was reported that the patient passed away. Although the outcome was not considered to be device or therapy related a cause could not be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(6) will not be returned for evaluation. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.